Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician turned the handle in attempt to release the bands; however, the ligation bands failed to deploy. The procedure was not completed due to lack of availability of another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician turned the handle in attempt to release the bands; however, the ligation bands failed to deploy. The procedure was not completed due to lack of availability of another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of bands failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A speedband superview super 7 device was returned for analysis. Visual examination of the returned device found some residue indicating use/handling. The extension tube was without issue. The suture was intact and attached to the trip wire loop. Six ligation bands were present on the ligator head and were moved out of position. One ligation band had been deployed and was not returned. The ligator head teeth was badly damaged. The trip wire was not secured in the handle assembly slot and the proximal loop was retracted into the handle assembly. The handle assembly slot and trip wire did not present evidence that the trip wire had been secured during use. A functional evaluation of the handle was performed by turning the handle knob at 180º and an audible click was heard, no issue was noted. Based on the condition of the returned device, it does not appear that the trip wire was cinched in the handle slot during use as instructed in the dfu. This impacted the deployment activity of the bands. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications